Manufacturer narrative:
(B)(4). Approximate age of device - 5 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was an inpatient for infection with mentation changes. The patient presented to an outside hospital with confusion, loss of balance and lethargy. The patient was tachycardic. The patient was transferred to the implanting center and admitted to cardiothoracic intensive care unit on (B)(6) 2017. Blood cultures x3 on (B)(6) 2017 (B)(6) and septic shock of an unknown source. The patient had a previous early staphylococcus infection of the sternal wound. The patient was ultimately treated with vancomycin; cefepime; levofloxacin; meropenem; nafcillin and zosyn. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.